Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The initial sheath size was 8.5fr and the sheath was upsized to a 15fr sheath. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique prior to an ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. The sutures of two new proglide devices were successfully pre-placed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.